Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states when they went to change out the set there was something in the bottom of the piston and not able to let the reservoir go in and before that the blood glucose machine stopped transferring the information to the insulin pump and the customer had giving manual injections since the start of the issues. Customer states the insulin vial had the motor sticking. Advise customer that due to the motor anomaly and apparent damage can replace the insulin pump and to call back in for assistance pairing meter and transmitter to insulin pump and programming. Customer states they tried to rewind the insulin pump and there was always something sticking up in motor and it was brown. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. The test reservoir does lock properly inside the reservoir compartment noted. No brown substance found inside the reservoir compartment noted. Device received with cracked retainer.